Manufacturer narrative:
Device evaluation summary: investigation found kinks along the shaft of the catheter, and a ruptured balloon, consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is a result of the inflation pressure exceeding the strength of the balloon wall.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing.

Event description:
It was reported that during a procedure, a scepter balloon ruptured. There was no injury to the patient.